Event description:
Unomedical reference number (B)(4) event occurred in canada. On (B)(6) 2022, it was reported that the patient's infusion set's tubing detached from the quick release while the patient was sleeping. The site location was patient's abdomen. Moreover, the infusion had been used for one day. Reportedly, the infusions were stored normally. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. According to complaint investigation performed on the returned used device (1 tubing), the tubing was detached from the tubing connector as it was not properly assembled. No further information available.